Event description:
It was reported that during an in-service, sales rep noticed one of the visualization tools (rob0004) was not fitting over the hand piece. This unit/instrument set was delivered in (B)(6) 2018. Need a replacement.

Manufacturer narrative:
H10 h3, h6: the device, intended to be used during treatment, was returned for investigation. The initial visual inspection completed found that the notch of the probe plate had the correct curvature. The probe plate was tested with multiple handpieces and components and found to fit over all the handpieces without any issue. The lot number for the device was not provided. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. However, the returned device had the correct notch curvature. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar reports of the issue. A relationship between the device and the reported event have not been established. There was no problem found with the returned plate probe. A factor that could have contributed to the reported issue is if the long attachment used with the plate probe at the time of the issue was bent, there would be issues with it fitting over the handpiece. However, we cannot confirm this.